Manufacturer narrative:
The insulin pump returned with detached end cap. Drive support disk was inspected and no anomaly was noted. Unable to perform prime test due to detached end cap.

Event description:
The customer called to report that the end cap on the insulin pump became loose, and has fallen off. The customer stated that she took a nap, and woke up with high blood glucose levels. When she was going to bolus, she noticed that the cap was loose. The customer disconnected from the infusion set, and pushed it back into place, and received an alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.